Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be definitively determined, however, do to some identified mild corrosion, it is likely that liquid entered the device due to incorrect handling methods resulting in an electronic component malfunction. The event may be prevented by following the instructions for use which state: ¿·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the display screen became black and did not display images (blackout) on the evis eus ultrasound bronchofiber videoscope. The scope failed prechecks and was not used in a clinical procedure. There was no reports of patient harm or clinical impact.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the ingress of liquid into the main body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.